Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the down pulley wire fluid damage, the mecha base plate fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the remote control buttons cracked, the segment corroded, the control body corroded, the receptacle corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the objective lens unit disinfections damage, the distal body worn out, the angle wire grinding, the segment steel braid rupture, the ccd module shadow in image, and the ccd module laser filter lifting; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.